Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is under delivering insulin. The customer stated that it would show a certain bolus amount but the bolus amount delivered would actually be less. Blood glucose value is unknown. The customer was driving at the time of the call and was unable to troubleshoot, customer would call back.